Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas with a dexcom g7 after being disconnected from the pump due to a depleted battery, then reconnecting later; the lowest glucose was 54 mg/dl confirmed by glucometer, and the user treated with oral glucose and food without a meal announcement. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included an unexpected medical intervention in the form of medication treatment for low glucose. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.